Manufacturer narrative:
Product analysis: the moma ultra cerebral protection device was returned. A pre-decontamination visual inspection was conducted, but no visible damage was noted. No evidence of radiopaque liquid in the inflation lumens was found. During analysis the distal balloon was able to be in flated. During analysis a vacuum was applied to the proximal balloon inflation lumen, but negative pressure could not be maintained; indicating a leak between the inflation lumen and the environment, (e.g. Leak). The proximal balloon inflation lumen was pressurized and a leak was noted in the proximal balloon material. Under magnification a tear/flap was noted in the proximal balloon material. This kind of damage is usually due to an incorrect inflation, (without t-safety valve). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
80% stenosis, lesion length 30mm, not tortuous, non calcified plaque. The balloon was inflated using the supplied 30 ml syringe and t-safety connector with one-way stopcock. The moma was kept in place using a stable guiding catheter. The physician inserted a non-medtronic distal protection device to complete the procedure. The patient was discharged from the hospital. There was no injury to the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the moma ultra device at a plaque lesion in the mid right common carotid artery. The device was inspected and prepped, per IFU, prior to use with no issues noted. It was reported that there were no abnormalities in relation to the anatomy. The proximal balloon is reported to have ruptured during inflation.